Event description:
It was reported to medtronic minimed that the customer experienced other critical pump error, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported a critical pump error other than the open book image error or critical pump error 24 customer reported that pump was exposed to moisture. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the insulin pump. The product will be returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with critical pump error open book image. Unit successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during event date. During download history review on adapt, pump error 35 alarm was recorded on 06/26/2024 at 18:25:00.000 hour. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies and force sensor gold traces causing an unexpected electrical short. Unit also received with cracked keypad overlay at select button, pillowing keypad overlay, and scratched case. In conclusion customer concern of critical pump error open book image alarm triggered by pump error 35 was confirmed. After this deconstructive analysis, it was determined that pump error 35 was caused by corroded electronic assembly. Therefore, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.